Event description:
It was reported that the patient experienced an increased heart rate and chest pain. The device was oversensing, polarity switched, and the unipolar impedance was higher than bipolar impedance. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.